Manufacturer narrative:
All devices received underwent failure analysis investigation. The results of these investigations are represented, below, according to reported device, results, and conclusions code combinations and frequency of each: 3088 (needle) - 1158 (failure to deploy), 213 (no failure detected) - 67 (no problem detected): 2, 706 (assembly problem) - 23 (manufacturing deficiency): 2, total: 4. 3088 (needle) - 1536 (retraction problem), 114 (operational problem) - 4315 (cause not established): 1, 213 (no failure detected) - 67 (no problem detected): 1, 706 (assembly problem) - 23 (manufacturing deficiency): 2, total: 4. 3088 (needle) - 2906 (activation, positioning or separation problem), 213 (no failure detected) - 67 (no problem detected): 5, 706 (assembly problem) - 23 (manufacturing deficiency): 2 , total: 7. Exemption number: 2014031. Total number of events: 15.

Event description:
This reports summarizes <noe>15</noe> of the supplemental and/or corrected alternative summary report (asr) data from prior asr submissions. For each event, the pod¿s needle mechanism failed to deploy as intended, resulting in a needle mechanism failure. Please see the following table which provides further detail for the reported symptom of needle mechanism failure: age female male grand total: (B)(6).